Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot was performed and was found to be performing within expectations. The manufacturing records for the lot were reviewed and the lot met release specifications. The customer was reported to be anemic. This condition may impact the performance of the assay. Although the root cause analysis did not include return testing, an improper technique was identified in the complaint. This may contribute to unexpected results. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged a variance between the inratio inr result and the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio inr: n/a, laboratory inr: 5.5. (B)(6) 2015, 2.7, n/a. Therapeutic range: 2.0 - 3.0. There was no anticoagulant dose change after the caller received the laboratory inr result of 5.5. The caller reported that multiple drops of blood was added to the inratio testing strip. This is considered an improper technique when performing the inratio test. Additionally, it was reported that the caller was anemic. There was no reported adverse patient sequela. There was no additional information provided.